Manufacturer narrative:
(B) (4).

Event description:
Pump went into "safe state" for unk reason. Physician reprogrammed the pump, and thought it was working again. The problem reoccurred; the pump had gone into "safe state" several times since then. When the logs were read, it was found one occasion with "low battery alarm". The pt was given other medication to cope with the spasms. No specific symptoms were reported. The pump was replaced. The pt is doing fine. The pump was used to deliver baclofen 230 micrgr/day, with good effect.